Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded lcd board and with corroded keypad traces. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to unresponsive keypad button. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 45 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.